Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will follow with the information from the DHR.

Event description:
It was reported that during a localizer procedure on (B)(6) 2026, the localizer tag was "not giving off any signal after patient received neoadjuvant chemotherapy prior to surgery." It is reported that the tag was placed in a lymph node. It is further reported that troubleshooting was attempted by the hologic sales representative who was present; however, the patient required an additional localization procedure prior to surgery for the surgeon to locate the correct area of interest. It was confirmed that the tag that would not provide a signal, was successfully removed from the patient. No further information is currently available.